Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from importer report 1018233-2013-00078, 000090: add'l info has been requested, but not yet received. Associated mdrs: 1018233-2013-00078, 00090.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was implanted for therapeutic treatment of stress urinary incontinence and pelvic organ prolapse. It was reported that after implant, the patient experienced difficulty urinating, chronic vaginal pain, recurrence of cystocele, dyspareunia, stress urinary incontinence, and mesh erosion.